Manufacturer narrative:
The reported events of premature separation and positioning failure were not confirmed. Visual inspection found the outer helix was stretched out of specification. The outer helix elongation is consistent with having occurred during the implant procedure caused by the end-user. Additional measurement of the inner diameter of the device docking button where the bullets on the tether interact is within specification. Electrical and mechanical analysis performed were normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities and passed all quality control tests prior to its distribution. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure it was noted that the atrial leadless pacemaker (lp) exhibited a positioning failure and premature separation, and fluoroscopy then revealed that the lp migrated to the left pulmonary artery. The lp was successfully retrieved and explanted. The patient was in stable condition.